Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that the therapy port is defective. There was no patient involvement. The field service engineer (fse) evaluated the device and found the therapy port defective. The device needs a therapy port. Upon conclusion of the evaluation, it was determined that the therapy port requires replacement. It was replaced. The device passed testing and was put back into service.